Event description:
The account alleged that the brake will not hold. The casters are rotating when in brake.

Manufacturer narrative:
The technician replaced the four worn casters and adjusted the brake/steer to repair the bed.